Event description:
It was reported that the patient has an inflatable penile prosthesis (ipp) implanted and is now finding it difficult to obtain an erection due to loss of fluid from the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient has an inflatable penile prosthesis (ipp) implanted and is now finding it difficult to obtain an erection due to loss of fluid from the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received states the patient's device was replaced due to "inadequate functioning of the erection in both corpora cavernosa." The new implant "ran smoothly."